Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Reference MFR report:1627487-2019-06338. It was reported that patient experienced stimulation lost from the cervical system after a fall. Reportedly, x-rays confirmed that the extension had disconnected from the ipg header. As a result, patient underwent surgical intervention on (B)(6) 2019 wherein the extension and ipg were explanted and replaced. Effective therapy was restored post operatively.

Event description:
Reference MFR report:1627487-2019-06338.